Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(6) 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse inspected the cup transfer and found the z-motor had failed. The fse replaced the cup transfer assembly and checked alignments. The fse performed a cup transfer test, sorter test, and seal break test. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 4151 c. Trans-z home detect error was the z-motor for cup transfer assembly failure.

Event description:
On (B)(6) 2015, a customer reported error 4151 c. Trans-z home detect error on the aia-900 instrument. The customer attempted an all set home but the error persisted. The customer was able to see the cup trans assembly attempting to home itself but it did not go all the way up. The customer is unable to run patient samples on ipth kidney marker. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.